Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: tech called in for on 8100 unit serial # (B)(4). Case resolution: tech called in for help on 8100 unit get error message "check IV set" ha sto do with pressure sensor on unit needs to be replace once replace, once replace if still get same error, unit will have to go in for services repair. Also with another 8100 unit serial # (B)(4) needs part number for door latch assy. After confirm part number transfer tech to comp. Dept for price quote for military rate tech thank me fo rmy assist. (B)(4).